Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm without prior notification of low battery alarm. Customer stated the battery cap was not loose, cracked or damaged. Customer stated new battery did not resolved the issue. Customer also reported blank display. Customer stated the battery compartment and spring was either damaged or corroded. Customer also stated that insulin pump had crack on the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black device was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a blank display due to a cracked case-corner of belt clip rails near the battery compartment. The cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Device was unable to verify unexpected battery power loss or replace battery alert/replace battery now alarm. However, the insulin pump was able to power up using a test case and continued testing. The insulin pump passed the self test, sleep current measurement and active current measurement. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No blank display or unexpected battery power loss or replace battery alert/replace battery now alarm noted during the testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.